Event description:
It was reported that the graduation on the bd syringe luer-lok¿ tip was "skewed", and parts of the measurement printings were damaged/missing. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: three photos and ten loose 1ml assembled syringes were received and reported to be from batch #7321522 (p/n 309648). The samples were visually evaluated. A small amount of missing print less than 50% of any one item was observed on three syringes. The amount missing does not interfere with the product¿s fit, form or function and is considered cosmetic and acceptable per product specification. Similarly, slight skew to the scale was observed in the samples received. The skew observed does not interfere with the product¿s fit, form or function and is also considered acceptable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause for the printing defects observed is associated with the printing process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the graduation on the bd syringe luer-lok¿ tip was "skewed", and parts of the measurement printings were damaged/missing. There was no report of exposure, injury, or medical intervention.